Event description:
It was reported in clinic notes that the patient is having pain due to the vns moving. It was noted that sometimes it is under her left arm of under her left breast or it us up higher on her chest. It is noted that the pain sometimes makes it feel like she is having a heart attack (no allegation of actual heart issues, that is just what the pain feels like). The pain is so bad that she vomits and cannot keep food down. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator was replaced. Device return and evaluation is not necessary because the reported event of migration is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. (B)(4).

Event description:
It was reported that the patient's vns moves around, sometimes to her armpit. Per the physician this is due to a fall that the patient had. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.